Event description:
It was reported that an automated peritoneal dialysis (apd) patient experienced peritonitis manifested by abdominal pain and turbid peritoneal fluid. The patient was treated with ceftazidime (intraperitoneal, daily, discontinued after three days), vancomycin (intraperitoneal, daily, discontinued after 2 weeks) and nystatin (oral, daily, discontinued) for peritonitis. On day 4 of treatment, ceftazidime was replaced with meropenem (1 gram, daily, intraperitoneal, for 3 weeks) for peritonitis. It was reported the patient was not hospitalized for the event. The cause of peritonitis and patient outcome were not reported. The pd catheter remained in-situ. No additional information is available.

Manufacturer narrative:
Case report: delicata, j., grech, p., callus, r¿. Treating acinetobacter lwoffi peritonitis in a patient undergoing peritoneal dialysis¿. Malta medical journal (mmj) ¿ vol 34 no 2 (2022). Https://www.mmsjournals.org/index.php/mmj/article/view/428. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.